Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed . Share log review showed no transmitter error found in the log on within the investigation window. The patient's complaint was undetermined because there were no log data to review. The reported event of a failed transmitter error was not determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.